Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during set-up, the sampling line attached to the arterial outlet of the oxygenator was damaged around the arterial outlet. The product was changed out. There was no pt involvement. The surgery was completed successfully and without delay.

Manufacturer narrative:
Terumo has received the actual device for investigation; however, terumo is still investigating this issue, and a follow-up report will be submitted when the investigation is completed and more info becomes available. (B)(4).